Event description:
The customer reported that this olympus evis exera iii video system center was not displaying an image. Additional clarifying details concerning the event were requested, and the customer responded stating that this did not occur during a procedure. There was no patient involvement during this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that he tried to check input settings, but that had no change on the situation. He also attempted moving from port a to port b, still no image. Facility¿s biomed is going to continue troubleshooting and call back if he needs further assistance. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.